Event description:
It was reported that the insulin pump had battery error alarms. It was stated that the customer was playing volleyball while wearing the insulin pump. It was stated that the buttons were unresponsive and the customer removed and reinserted the battery. The customer received and alarm, and a new battery was installed. Troubleshooting was performed. The customer was not able to clear the alarm, the buttons still were unresponsive, and the time was not advancing. Advised to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.